Event description:
The patient's cochlear implant extruded and was explanted. The surgeon reported that the patient's skin flap had healed. No further information was provided regarding this patient who resides and was implanted outside of the USA.